Manufacturer narrative:
Upon receipt of the device at our quality assurance laboratory, this device was thoroughly analyzed. The device was functional test, and no other faulty conditions were identified. The service department was unable to confirm device damaged/defective. No defects were found. The generator received all required updates. The generator passed all functional and electrical safety testing. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues.

Event description:
It was reported that during a water vapor therapy procedure, the generator did not allow the physician to perform the second prime, other kits were opened but the problem persisted. The procedure had to be canceled. There were no patient complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a water vapor therapy procedure, the generator did not allow the physician to perform the second prime, other kits were opened but the problem persisted. The procedure had to be canceled. There were no patient complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The device was not available for analysis, therefore, no physical of the product could be performed. The reported device performed allegation cannot be determined. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a water vapor therapy procedure, the generator did not allow the physician to perform the second prime, other kits were opened but the problem persisted. The procedure had to be canceled. There were no patient complications. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.